Event description:
The sales representative reported that a surgeon was planning to remove a free floating 5.0x16mm kinamed locking screw the next morning because it had backed out of a grip plate. The patient originally had hip revision surgery due to a recalled primary stem from another company (no kinamed implants used). Four weeks post-revision the patient experienced a peri-prosthetic trochanteric fracture. This fracture was treated on (B)(6)2013 with four cables, a two-hole grip, and a 16mm locking screw (all kinamed products). During a routine follow-up exam, x-rays revealed the 16mm locking screw came out of the proximal hole of the grip/plate and had migrated to the lateral soft tissue and was located superficially under the skin. The surgeon reported that the patient was not experiencing any pain or discomfort related to the screw. The screw was explanted percutaneously through a small 1cm incision on (B)(6) 2014.

Manufacturer narrative:
The device was not returned for evaluation. Review of device history records for this lot of screws, grip/plates and cables shows they were released with no deviations or non-conformance. Review of x-rays for this patient shows the screw was inserted only approximately 1-2mm into the trochanteric bone. Initially the screw locked into the grip/plate but it was not supported by the bone below the grip/plate. The screw was most likely too short and was not adequately inserted into the bone. Despite an array of screw length options available from kinamed, the hospital was only keeping the shortest length of locking screws offered by kinamed on hand. The longest screw available was used at the time of surgery but it was not long enough to gain purchase in the bone. It is believed that the screw slowly backed out of the grip/plate over time because of its inadequate length and bone purchase for this situation. Review of the supercable grip and plate system IFU documents the proper precaution to maintain adequate inventory of various sizes and configurations of implants for each specific surgical case.